Manufacturer narrative:
Several attempts were made for follow-up information on the device and the patient outcome and the customer has not responded. If further information becomes available a supplemental report will be submitted.

Manufacturer narrative:
Device serial number was not provided phone number not provided . A follow-up report will be submitted upon completion of the investigation.

Event description:
A customer reported via medwatch (B)(4) that a v60 ventilator went inoperative and stopped delivering pressures.the patient was on bipap and being prepped for intubation when the ventilator went inoperative and stopped delivering pressures. The ventilator was removed immediately and given fio2 100% through a non-rebreathing mask. The saturations were 100%, respiratory rate 18 and heart rate 74.